Event description:
Occlusion alarm alerted on alaris pump for pca infusion, there was no identifiable event with the patient's IV access or occlusion with the IV infusion line to identify there was an occlusion. Syringe changed without further problems.